Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Study event; the device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: inaccurate delivery. Symptoms/ae: placement of add'l stent. Time of symptoms: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the physician noted a very tortuous, heavy calcified carotid artery with dense circumferential calcification. As the stent was being deployed, because of the tortuosity, and tension, the stent jumped forward and advanced just distal to the major portion of the carotid lesion. A second stent was deployed to cover the remainder of the lesion. There were no reported patient effects. Although requested, there is no add'l info available.